Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist, during the procedure of a 23 mm sapien 3 valve in a 23 mm non-edwards valve in the pulmonic position via transfemoral approach one of the leaflets was not moving and demonstrated severe central regurgitation and pulmonary regurgitation. A second 23 mm sapien 3 valve was deployed and functioned appropriately. There was no patient harm associated with this reported event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imagery was provided. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3 thv, pulmonic, device preparation training manual, pulmonic position, procedural training manual, pulmonic position and no IFU/training deficiencies were identified. The procedural training manual provides guidance on thv positioning: place the thv completely within the landing zone. Avoid position the distal (outflow) half of the thv within any residual stenosis which may affect proper leaflet function. Note: placement of the thv in the proximity of stenosis can result in the thv movement during deployment. The commander delivery system training manual provides guidance on precautions: to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. Also, potential adverse events: potential risks associated with the valve, delivery system and/or accessories include, but may not be limited to, the thv dysfunction resulting in pulmonary valve symptoms. Leaflet motion restricted in patient and deployed valve exhibits central regurgitation are identified in the risk management worksheet as a potential cause that may lead to additional intervention. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The risk of thv exhibiting central regurgitation and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to deploy thv. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with central regurgitation through a deployed valve. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for 'leaflet motion restricted - in patient and deployed valve exhibits central regurgitation' were unable to be confirmed as relevant images or the device was not provided for evaluation. Due to the unavailability of the device, engineering is unable to perform visual inspection, functional testing, and/or dimensional testing to determine the presence of a manufacturing non-conformance. However, a review of DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, 'during the procedure of a 23 mm sapien 3 valve in a 23 mm non-edwards valve in the pulmonic position via transfemoral approach one of the leaflets was not moving and demonstrated severe central regurgitation and pulmonary regurgitation'. There are several patient and/or procedural factors that alone or in combination can impact leaflet motion restriction, which leads to valve central regurgitation or leaflet motion restricted in patient. These events are typically a result of overexpansion of the thv, impingement of a leaflet due to the guide wire, and slow recovery of adequate ventricular flow post valve deployment. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Due to insufficient information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.